Manufacturer narrative:
(B)(4). Eval results: endoleak. Results and conclusions: severely angulated neck. Use of the device in a severely angulated neck.

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a fusiform 52 mm in diameter abdominal aortic aneurysm. The right iliac was mildly tortuous; the left iliac was severely tortuous. It was reported that post index procedure the pt had an endoleak type undetermined; this was left uncorrected. No add'l clinical sequelae were reported and the pt is fine. Internal review of the films pre-implant show a severely angulated aortic neck (appears to be >90 degrees). Films at implant were not provided, so the unk endoleak at implant could not be evaluated. Post-implant films at 18 days show a patent stent graft; however, an obvious endoleak was not observed. Please note that this device eu2314105b is distributed outside the united states; however, it is similar to the united states distributed product enbf2313c124e.